Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that reprogramming was planned but action was not yet taken. It was noted that diagnostics would be performed in the future. It was noted that the patient described intermittent stimulation. It was noted ¿implantable neurostimulator (ins) stops and starts again while moving or using the remote.¿ it was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms associated with the event. Additional information received reported that no test had been performed yet. It was noted that a reprogramming session was planned on (B)(6) 2013.